Event description:
Failure to detect air in line at low air sensitivity setting. During routine preventative manintenance testing by the user facility, the pump reportedly did not detect air in line when the pump was programmed for the low air sensitivity setting. There were no reports of any adverse patient events while the pump was in clinical use.